Event description:
The customer reported that following a radiology procedure in 2002, a vasoseal es was deployed. Following deployment, the pt had persistent oozing of serosanguinous fluid at the puncture site. The physician was unsure of the cause of the oozing fluid and admitted the pt for observation. The pt developed a fever and blood and urine cultures were sent to the lab 2 days later. Both cultures remained negative. The pt was given antibiotics, but the drainage persisted for four days without resolution with applied pressure. The pt had skin breakdowns at the site upon discharge 2 days later and was to be followed by home healthcare. It is important to note that this pt has chronic hepatitis c and cirrhosis with end stage liver disease, diabetes, and hypothyroidism. The pt was re-admitted for a fall and for liver transplant work up and at that time the puncture site looked good.